Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor, which resulted in a high current condition. This device is part of the shortened replacement window advisory, originally communicated april 5, 2007. This issue is discussed in the q2 2010 product performance report.